Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the main pcba and found no anomalies. The fa lab also performed a power on cycle, which found the device displaying a "vent inop" alarm banner and transducer faults in the events log. The fa lab performed the transducer calibrations, which found the pt801 expiratory pressure transducer failing the calibration. The reported event was duplicated and the root cause is associated with a supplier manufacturing issue of the transducer component addressed in (B)(4).

Event description:
The customer reported an unresolved "transducer fault "alarm on this ventilator device. The customer replaced the main printed circuit board assembly (pcba) as the likely cause of this event. The customer stated no patient involvement with this event.